Manufacturer narrative:
Citation: bruschi, g. Md. Right anterior mini-thoracotomy direct aortic self-expanding trans-catheter aortic valve implantation: a single center experience. International journal of cardiology; (2015). Publish date; 181:437-42 doi 10.1016/j.ijcard.2014.11.108 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding outcomes after right anterior mini-thoracotomy direct aortic self-expanding transcatheter aortic valve implantation. All data were collected from a single center between 2008 and 2013. The study population included 50 patients, all of which were implanted, via right anterior mini-thoracotomy, with a corevalve or an evolutr transcatheter bioprosthetic aortic valve. The study population was predominantly female; mean age 81.2 ± 6.9 years. Serial numbers were not provided. Among all patients adverse events included: complete heart block (chb) with permanent pacemaker implant, moderate paravalvular leak (pvl), stent placement due to a rupture of a pre-existing abdominal aortic aneurysm, left ventricle perforation, suspected cerebral vascular accident (cva), low implant position, vascular complications and blood loss. No additional adverse patient effects or product performance issues were reported.